Event description:
It was reported a patient was in a car accident and following the accident their pump stopped working. It had subsequently been replaced. The medication being delivered via the device system at the time of the event was not provided. No further information was provided including if any patient symptoms occurred, if any troubleshooting or other actions were taken or the patient¿s outcome. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).